Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported stimulation was unable to be provided. Diagnostics indicated high impedance readings. X-rays indicated that the lead was out of position. As a result, the lead was re-positioned on (B)(6) 2019. Postoperatively, effective therapy persisted and an additional procedure to address the issue may take place at a later date.